Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spring wire guide (swg) could not pass through the intra-aortic balloon (iab) catheter. It worked after changing to another catheter. Patient outcome reported as fine. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of tight over guidewire is confirmed. Upon visual inspection, numerous kinks were noted to the central lumen. Upon inserting a guidewire, it could not advance past the location of a previously noted kink. The root cause of the kinks is undetermined but a potential cause is a result of customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the spring wire guide (swg) could not pass through the intra-aortic balloon (iab) catheter. It worked after changing to another catheter. Patient outcome reported as fine. There was no patient death, serious injury or patient complication reported.